Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot numbers h13b28010 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A review of all batch record documents was performed on potentially associated lot numbers h13c26095 with no issues noted during the manufacturing process. There were no deviations from standard procedure. An exception was noted for the batch but does not indicate any issues related to the complaint. Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).

Event description:
This is report 1 of 3. This is a report of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis. The patient had been hospitalized for an unrelated event. During the third week of that hospitalization the patient was diagnosed with peritonitis. The cause of the peritonitis event was unknown. The patient was discharged to home on an unspecified date, but was then readmitted to the hospital for a recurrence of the peritonitis. The patient was treated for both episodes with vancomycin, ancef and gentamycin (doses, routes and frequencies not reported) the patient was also transferred to hemodialysis and the catheter was removed. The patient does plan to go back to pd therapy once recovered. The patient remained hospitalized at the time of this report. The patient has not yet recovered from this peritonitis event.